Event description:
It was reported that during a lap sigmoidectomy procedure, the device was installed properly and underwent testing properly under supervision of ees ps. The instrument was used for about 5 minutes before errors occur. The error code 3 appeared. The instrument was dissembled and assembled properly again, with the same handpiece, but error still occurred. The handpiece was then changed with another functional one, but error still occurred. The surgeon had no choice to change to a new device, and no problem occurs again. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an error code 3. An error code 3 is an error for the handpiece (hp054) not the disposable (ace36e). The device was functionally tested with a generator. During functional testing on the generator an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.